Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reay1114 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reay1114) have been reported from the same facility in (B)(6).

Event description:
It was reported that during the skin puncture, the peel way of the 3fr (ref:8173118) cracked and it was necessary to open another catheter in order to complete the procedure. It was used the peel way of the 4fr (ref:8274118) to complete the procedure - successful puncture.